Event description:
It was reported that a malfunction alarm occurred without any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer rebooted the pump themselves, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.